Manufacturer narrative:
For regularization - retrospective review / FDA request this batch of screws does not present manufacturing defects: everything is in conformity. Given the progress of the manufacturing session of this batch of ligafix, the implementation conditions can not be the cause of the failure. The shape and location of the fracture of the screw are characteristic of a torsional failure. In the absence of many elements on the circumstances of the rupture of this screw, the hypotheses that can explain this case are the following ones: during screwing, the screw produced a divergent trajectory to the tunnel, causing significant flexural and torsional stresses into the core of the screw, in particular the passage of the cortical wall and the insertion of the cone of the head in the tunnel. These constraints have led to a deformation of the screwdriver footprint, which is almost zero at the tip of the screwdriver and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break. A tunnel diameter smaller than the diameter of the screw has generated high friction forces on the entire surface of the screw, and particularly at the head, during the passage of the cortical wall. All of these constraints have caused a deformation of the screwdriver footprint (the deformation is almost zero at the end of the screwdriver cavity and maximum at the head of the screw). The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break.

Event description:
Fnc 1404/00618 - for regularization - retrospective review / FDA request. "The screw broke despite tapping."